Event description:
It was reported that, "the surgeon performed a revision tha to replace the cup, insert and head (OEM product sourced by stryker (B)(4)) due to a cup loosening on (B)(6). However, he could not remove the OEM head from the stem. Because, it was strongly combined with the stem."

Manufacturer narrative:
Additional information provided indicated that the surgeon could not remove the zirconia head from the stem at this surgery. However, he could revise the cup and insert. Additional information has been requested. A supplemental report will be submitted upon completion of the investigation.